Event description:
When counting sponges, noticed that raytecs were falling apart. Raytecs were in the medline basic lap pack. Opened a different pack of raytecs from medtronic and the same happened. Raytecs were taken off the field. FDA safety report ID# (B)(4).